Event description:
It was reported that the patient presented in the operation theater for a scheduled procedure. It was noted on stored electrograms that the cardiac defibrillator exhibited far field p-wave oversensing on the ventricular lead and crosstalk. The device was successfully reprogrammed. The patient was stable during and post procedure.